Manufacturer narrative:
Failure analysis on the returned cpu board found that the failure was caused by a defective flash ic u1. Installing a new flash ic corrected the customer reported failure.

Event description:
The customer reported that the ventilator would not power up. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator would not power up. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).